Event description:
Additional information was received that the lead was retained by the facility and would not be returned for analysis.

Event description:
Additional information was received information that a the noise on the leads resulted in inappropriate anti-tachycardia pacing (atp). A revision procedure was performed and the device was explanted. Additionally, the right atrial (ra) lead and right ventricular (rv) lead leads were successfully laser extraction. The left ventricular (lv) lead was unable to be removed. A new ra and rv lead were implanted, however, lv threshold measurements were noted to be increased. Physical insulation breaches were observed on the lv lead. A repair kit was successfully used on the lv lead, with the output programmed to 4.5v at 1.5ms. No adverse patient effects were reported during the procedure. The rv lead was to be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, non-sustained ventricular tachycardia (nsvt) episodes were observed, as a result of noise. An intermittent fracture was suspected. The patient brought into the clinic for isometric testing and pocket manipulation, however, noise was not reproducible on the rv lead. Noise on the non-bsc right atrial (ra) lead was present during the manipulation. No pauses in pacing and no adverse patient effects were reported as a result of this clinical observation. A lead revision procedure was to occur.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.